Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 365 laser fiber was used during a laser lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a holmium lumenis 30 watt console with settings of 0.8 joules and 8 hertz. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient after firing for 5 seconds. The tip was flushed out and no fiber fragments were seen inside the kidney. The procedure was completed with another flexiva ID 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.